Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother via phone call that the customer passed away at home on (B)(6) 2018 due to diabetes ketoacidosis. It was reported that the customer had severe diarrhea and refused to go to the hospital. The customer was found deceased and was wearing the insulin pump. Continuous glucose monitoring was not included in the customer's diabetes therapy. Insulin pump is not expected to return and caller gave the pump to the customer's doctor.